Event description:
The pump was returned to the manufacturer from a funeral home with no additional information. The patient's pump managing hcp had not seen the patient since 2006. The cause of death and relationship of it to the implantable pump was unknown. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.